Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Event date - (B)(6) 2017. (B)(4). Concomitant medical products- 47234801635, periarticular screws sterile, 63486170, qty: 2, 47482801602, 2.7mm univ locking scrs st, 63416587, 47482801202, 2.7mm univ locking scrs st, 63585778, 47482801802, 2.7mm univ locking screws, 63500426, 47482801802, 2.7mm univ locking screws, 63500426, 47482802002, 2.7mm univ locking screws, 62602704, 47234801435, periarticular screws, 63486167, 47235701706, periarticular lkng plt fib st, 63202116. Report source, foreign - the event occurred in the (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00764, 0002648920-2018-00765, 0001822565 - 2018 - 03170, 0001822565 - 2018 - 03171,, 0001822565 - 2018 - 03172 0001822565 - 2018 - 03173, 0002648920-2018-00767, 0001822565 - 2018 - 03175, 0001822565 - 2018 - 02639. Reported event was confirmed by review of a picture of the device. No product was returned; visual and dimensional evaluations could not be performed. A picture of the plate is provided. Discoloration is seen on the late. However, without the product, no further evaluations can be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's trauma plate was revised due to redness, soft tissue irritation, pain, infection, and swelling. Upon explantation, it was noted that there was corrosion and discoloration on the plate. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 2.0 mm cannula d-drive for use with 3.5 mm / 2.7 mm locking screw, catalog #: 00236002120, lot #: 61235788, qty: 4.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as no device was returned. Device history record (DHR) review identified no related manufacturing deviations or anomalies. Root cause is unknown. A batch examination of devices with related issues was performed. Following the removal of contamination on the devices, scanning electron microscopy identified isolated pitting corrosion at the screw plate interface constrained to the locking threads of the plate and the screws. The isolated pitting was not identified in other locations of the locking plates and screws, including the discolored areas surrounding the holes from which the tissue deposits were removed. Review of the related issue complaint device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. The analysis confirms the device and it¿s materials are conforming to specifications. Root cause is unable to be determined at this time. The device labeling states that in-vivo implant corrosion is a possible adverse effect that may be anticipated as the device is implanted in a corrosive environment. Occurrence rates are within the expected rates therefore; no further action is needed at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.